Manufacturer narrative:
(B)(4). A visual evaluation of the returned flexima plus biliary stent. The device presented some kinks on the proximal and distal sections of the push catheter. The guide catheter was split in two parts. The distal section of the guide catheter was kinked. The other part of the catheter presented two sections stretched; the proximal section and on the cut section. The proximal section of the guide catheter was also kinked. No issues were found on the suture and the suture hole. The stent was not returned with the other part of the broken guide catheter with the guidewire. Based on the product analysis, the failure found that it was not possible to extract th guide catheter and it happened during the procedure. The procedure was a bile duct stenosis, where it could occur resistance and friction due to anatomical factors. In some cases, the device can not advance and retract smoothly, which causes the guide catheter to stretch and break due to the force applied in order to pull it out, trying to deploy the stent. It seems that the patient's condition could contribute not to deploy the stent. Therefore the most probable root cause for this event is 'adverse event related to procedure' since the reported stent failure to deploy was confirmed due to the condition of the analyzed flexima plus 7fr that seems to be caused by anatomical factors of the patient. A review of the device history record (DHR) was performed, no anomalies were found. (B)(6).

Event description:
It was reported to boston scientific corporation that a flexima plus biliary stent was used during a stent placement procedure in the bile duct performed on (B)(6) 2019. According to the complainant, during the stent placement procedure, the stent was inserted into the target area, when the physician attempted to release the stent, the guide catheter could not be pulled which causes the deployment failure. Reportedly, the stent was removed from the patient. Another of the same device was placed and the procedure was completed. There were no patient complications reported as a result of this event. Investigation results revealed that the guide catheter was broken therefore this event has been deemed an MDR reportable event.